Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use. The reported event is covered in the device directions for use (dfu). The risk of the reported event has been addressed in the risk documentation and there are current controls in place to mitigate the risk of the as reported event. Based on the information currently available, the exact cause for the reported event cannot be determined.

Event description:
It was reported that during an embolization procedure for an aneurysm, the coil (subject device) was repositioned several times and prematurely detached. The procedure was ended with the coil protruding from the parent vessel. The physician used the microcatheter to push the coil inside and the patient was given antiplatelets to prevent clotting around the pre-detached coil. No further information is available at this time.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an embolization procedure for an aneurysm, the coil (subject device) was repositioned several times and prematurely detached. The procedure was ended with the coil protruding from the parent vessel. The physician used the microcatheter to push the coil inside and the patient was given antiplatelets to prevent clotting around the pre-detached coil. No further information is available at this time.